Manufacturer narrative:
The tech isolated the issue to the power control module (pcm) not functioning. He replaced the pcm to repair the bed.

Event description:
The account stated the bed has no functions working.